Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: canada.

Event description:
It was reported that during surgery, the unit had an air leak from the hand held device. There was no patient impact a delay of a few minutes occurred while looking for another device. No additional skingraft was required. Due diligence is complete as no further information is available.